Manufacturer narrative:
Exemption number e2015058 heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text : not yet returned to manufacturer

Event description:
There was no patient involved in this event. Device switching on automatically.

Manufacturer narrative:
Exemption number e2015058. The pad-pak was first successfully installed on (B)(6) 2009 and performed to specification up to (B)(6) 2010. The pad-pak was removed and reinstalled on several occasions between (B)(6) 2015 and (B)(6) 2016. The device failed the self-test on this date due to a low battery. The device begins records multiple manual power ups mainly of ten minutes duration up to the last log entry on (B)(6) 2016. Investigation found the reported fault can be attributed to membrane failure. The ten minute time outs would suggest a failing membrane. The low battery fails may be due to either the pad-pak being incorrectly seated within the device or due to a genuinely depleted pad-pak. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.